Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber. The patient has alleged to experiencing sore throat and nose. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a CPAP device's sound abatement foam. There was no patient harm or injury. B7-additional information was reported related to the patient's health history.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a CPAP device's sound abatement foam. There was no patient harm or injury. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in the tubing and chamber and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section g4, combination product was incorrectly marked and has now been corrected. Section h6 should also have mentioned code 4464 which has been correctly updated.